Event description:
It was reported that stent inadvertent deployment occurred. The stenosed target lesion was located in the left carotid artery. An 8.0-29 carotid wallstent was selected for use. However, it was noted that the stent detached and slipped off the shaft without initiating deployment. No patient complications were reported.